Event description:
A consumer reported that nine months after his intraocular lens (iol) implant surgery, he had post-cataract surgery due to "cloudiness". The procedure did help his vision, but after a few months, the "cloudiness" has returned. The reporter did not provide any contact info; therefore, f/u has not been conducted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot# or any identification traceable to the mfg documentation. The reporter did not provide any contact info; therefore, f/u has not been conducted. This report was mailed to FDA on: 10/02/2009.